Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter valve could not be activated. The device was not used a on patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: one 4 fr groshong catheter was returned for investigation. The catheter extended past the 59 cm depth marker. The stylet assembly was returned within the catheter. No apparent use residue was observed. Tactile evaluation revealed nothing remarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. As no deficiencies were discovered during investigation of the returned sample, the complaint is unconfirmed at this time. A lot history review (lhr) of rebn0781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter valve could not be activated. The device was not used a on patient. Additional information: facility reported unable to flush.